Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The logs show error 25 when attempting a spin, however the representative was unable to replicate the issue. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was not able to take a spin. They rebooted and the issue was resolved. There was no reported impact to patient outcome and a reported delay of less than one hour.